Event description:
It was reported that a spectrum iq infusion pump alarmed upstream occlusion. This occurred in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported upstream occlusion was not reproduced. The device was tested for upstream occlusion detection and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor calibration values out of specification. The ultrasonic sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6. Additional information h11: a review of the event history log identified a single occurrence of "upstream occlusion!" Alarm. Should additional relevant information become available, a supplemental report will be submitted.